Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. One day after the receipt of this report, the patient began treatment for the peritonitis with unknown intraperitoneal antibiotics for three weeks (doses and frequencies were not reported). At the time of this report the patient had recovered from the event. Action taken with pd therapy was not reported. No additional information is available.